Manufacturer narrative:
The complaint unit was received from the field for eval. Refer to eval # (B)(4) - found small deformity on bottom right corner of screen (touchscreen panel). When pressure is applied, touchscreen response is delayed. Most likely exhibits problem after shipping if packaged with pressure on the screen. Advise rep to make sure to protect screen during shipping. Utilize the accessory box to store items and avoid placing anything on top of the screen during transport. Recommend replace touchscreen, test, and return on (B)(4) 2014. The DHR for console s/n (B)(4) was reviewed and showed that the unit met mfg specs when released and there were no issues related to the complaint. (B)(4).

Event description:
More issues with the touchscreen. This console worked. However, the touchscreen is not calibrated properly. In order to get the functions working you have to press the screen outside the field. Example, to turn on irrigation which is the first column on the left I had to press the screen in the center column. All the other setting are the same. Everything is off to the right. Almost could not get the coagulation to turn off.